Event description:
Clinical trial. It was reported that 564 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a tvr (target vessel reintervention). The index procedure identified one de novo, 2.5x15mm target lesion in the 90% stenosed, moderately calcified, moderately tortuous 1st diagonal. The lesion was direct stented with a 2.5x20mm taxus express2 drug eluting stent at 16atm and post dilated at 16atm resulting in 10% residual stenosis. The pt was discharged the same day on asa and plavix. The pt presented 564 days post index procedure with angina and an abnormal stress stent. A tvr was performed due to focal in -stent restenosis of the 1st diagonal which was treated with balloon angioplasty resulting in a residual stenosis of less than 10%. The pt was discharged the following day. The relationship of the device to this event was listed as probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluatoin; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.